Manufacturer narrative:
The customer provided two potentially associated lot numbers: r16j08013 and r16j18079. (B)(6). Lot number r16j18079 was manufactured 18 oct 2016 - 19 oct 2016. Lot number r16j08013 was manufactured 10 oct 2016 - 11 oct 2016. The device was received for evaluation. Visual inspection revealed that the tubing was separated from the luer lock, and that there was a lack of solvent on the tube. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set came out of the connection "close to the center line port connector" during infusion of ¿main line fluid.¿ this occurred while the nurse was performing a line tracing by running their hands over the set to ensure it was connected to the proper location. The nurse immediately clamped the tubing to the patient and disconnected the piece of tubing that was still connected to the central line. There was no patient injury or medical intervention associated with this event. No additional information is available.